Manufacturer narrative:
The handpiece was not returned to the MFR for investigation. The customer sent the device to a local, non-MFR facility for repair. The reported condition of the device overheating during usage cannot be confirmed.

Event description:
It was reported that during an upper molar extraction procedure, the handpiece overheated and the pt suffered a burn to the lower/left-side lip. The doctor described the injury as a category 1 burn. The procedure was completed with hand instruments. Neosporin was recommended as f/u treatment at home, and the burn healed without any scarring or the need for further medication or treatment.